Event description:
It was reported that before implant during device interrogation it was noted that the device could not be interrogated using wi-fi. The device was not used. No further information was available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined.